Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized to emergency room due to hypoglycemia on (B)(6) 2019 with blood glucose of 24 mg/dl. The customer's current blood glucose was 24 mg/dl at the time of incident. The customer was treated low blood glucose level by food and glucose tablet. Customer was alleging that the insulin pump over delivering. Drive support cap was normal. Insulin was not squirting from end of set before connecting at their site. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be and reservoir will not be returned for analysis.